Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low tsh and ferritin results generated by the unicel dxi 800 access immunoassay system. A sample from the first patient when tested gave tsh results of 0.04 and 0.05 ui/ml. Upon repeat, it gave a result of 4.20iu/ml. A sample obtained from another patient gave a tsh result of 0.0iu/ml and upon re-testing it gave a result of 3.88iu/ml. A third patient was tested and gave a ferritin result of 0.0ng/ml and repeated at 95.4ng/ml. The erroneous results were reported outside the laboratory and corrected reports were issued. No reports of death, injury, or change to patient treatment have been received in connection with this event.

Manufacturer narrative:
Qc was within specifications before the erroneous results. Customer states the ultrasonic errors were occurring on a reagent pipettor and the reagent pipettor was dripping. Customer disabled that reagent pipettor and retested the samples in question on the other pipettors. A field service engineer (fse) was on site in 2008: fse discovered that the tubing for a reagent pipettor had a hole in it and a transducer wire was broken. Fse replaced the tubing and the transducer, performed all ultrasonic testing and calibrated the pressure sensors. Hardware verification testing was performed and all passed within published specifications. Even though tsh and ferritin results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures could have affected other pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.